Event description:
The consumer states he parked the rollator and lowered himself onto the seat. Once he put his weight on the seat of the rollator, he allegedly heard a pop and a weld broke. No injury is alleged.

Manufacturer narrative:
No alleged serious injury. Alleged malfunction. Allegedly, the consumer parked the rollator and lowered himself onto the seat. Once he put his full body weight onto the seat of the rollator, he heard a pop and the weld broke. The consumers age, weight and height are unknown. The consumers' medical condition and stability are unknown. The consumers' medication regimen is unknown. Any additional loading to the device is unknown. Product usage technique is unknown. Note: this product is not meant to mimic a wheelchair in its use. It is for walking support and stationary resting; being pushed or self propelling while seated is not its intended use. Correction: initially the manufacturer was identified as (B)(4) - the manufacturer is unknown.

Manufacturer narrative:
No alleged serious injury. Alleged malfunction. Allegedly, the consumer parked the rollator and lowered himself onto the seat. Once he put his full body weight onto the seat of the rollator, he heard a pop and the weld broke. The consumer's age, weight and height are unknown. The consumer's medical condition and stability are unknown. The consumer's medication regimen is unknown. Any additional loading to the device is unknown. Product usage technique is unknown. Note: this product is not meant to mimic a wheelchair in its use. It is for walking support and stationary resting; being pushed or self propelling while seated is not its intended use.

Event description:
The consumer states he parked the rollator and lowered himself onto the seat. Once he put his weight on the seat of the rollator, he allegedly heard a pop and a weld broke. No injury is alleged.